Manufacturer narrative:
(B)(6). One (1) device was received for evaluation. A visual inspection was performed, and it was noted that there was a 2 mm cut in the tubing near the drip chamber of the returned set. Under water pressure testing was performed and a leak was observed from the cut in the tubing. The reported condition was verified. The cause of the reported condition was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system solution sets were punctured. The punctured sets were discovered while using with baxter infusion pumps and during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.